Event description:
Information received regarding the device notes that the patient was admitted to the hospital for a syncopal episode. The ECG showed no output. Information received with return of the explanted device notes capture anomaliess.